Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect c4000 analyzer generated discrepant results for one patient sample. An initial calcium result of <2.0 mg/dl was generated. The sample was repeated and a result of 8.8 mg/dl was generated. The normal range is 8.4-10.2 mg/dl. An initial potassium result of >10 mmol/l was generated. The sample was repeated and a result of 3.8 mmol/l was generated. The normal range is 3.5-5.1 mmol/l. An initial sodium result of 195 mmol/l was generated. The sample was repeated and a result of 137 mmol/ l was generated. The normal range is 136-145 mmol/l. There was no report of impact to patient management.

Manufacturer narrative:
An abbott field service representative (fsr) was sent to the account and performed r2 pipettor alignment, successfully calibrated the reagent pipettors, and ran all qc with acceptable results. There were no additional discrepant results reported on the architect c4000 analyzer serial number (B)(4) subsequent to the service. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue. Based on the available information no product deficiency of the architect c4000 analyzer was identified.